Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6) 2008. According to the complainant, the patient experienced the following symptoms. Dysuria - pain at tip of penis while urinating and mild pain in prostate at beginning of urination commencing on (B)(6) 2008. Pain with ejaculation (intensity mild) commencing on (B)(6) 2008. Urinary retention - difficulty starting urine stream commencing on (B)(6) 2008. A foley catheter was placed on (B)(6) 2008 and removed (B)(6) 2008. The urinary retention was reported as resolved. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Study number and name: (B)(4). Device disposed.